Event description:
The pt experienced swelling at the corner of his left eye the size of a pea, where the lead sits. The swelling had 'yellow fluid and was red.' The hcp reported that there was no infection. The pt experienced a loss of therapeutic effect. The pt felt stimulation in the wrong location. The lead/extension was causing him more pain than before he had the device. The lead moved around. It was supposed to be above his eye and was located at the eyebrow of the other eye. The pt status was reported as fair. A follow-up report will be submitted if additional info becomes available.